Event description:
Complainant alleged that during incoming inspection of the device, the device displayed "pacer fault 121", "pacer fault 122", "pacer fault 123" and "pacer fault 126" messages. There was no pt involvement in the reported malfunction.